Manufacturer narrative:
Additional information received on 20 jan 2016 and includes: biopsy results. On 22 jan 2016 the medical affairs director commented the results as following: even if there is not a certain confirmation that an infection is present, the inflammatory status blocks the bone growth and also can destroy the bone and thus it mobilizes the prostheses. It is highly likely that this is the cause of the revision. Local pathogen agent.

Manufacturer narrative:
On 18 march 2016 it was prepared a final report with the information already submitted in the previous reports. On 05 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015, x-rays were obtained. On the same date, it was confirmed that pathogen results were not available yet. On 04 jan 2016, the medical affairs performed a clinical evaluation and commented as follows: this case is reportedly an infection occurred few months after tha primary implantation. There is no reason to suspect that the infection was caused by faulty devices. Root cause for reoperation is deep infection, according to reports. Batch review performed on 15 january 2016. Lot 148339: (B)(4) items manufactured and released on 31 march 2015. Expiration date: 2020-02-29. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s, code 01.29.201, lot. 148053 (k112115): (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold and (B)(4) similar event has been reported on an item of the same lot (MDR 2015-00169). Batch review performed on 18 january 2016. Amistem h std stem #3, code 01.18.133, lot. 148434 (k093944): (B)(4) items manufactured and released on 25 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28mm, code 01.26.2848mhc, lot. 150124 (k092265): (B)(4) items manufactured and released on 14 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and 1 similar event has been reported on an item of the same lot (MDR 2015-00169). Not available.

Event description:
The patient was showing signs of infection in her hip. The surgeon decided to remove all off the hip implants and put in antibiotic spacers. The surgery was completed successfully. The explants will not be returned.